Event description:
It was reported that during a stenting treatment procedure, a stent fracture and tip detachment occurred. The thrombosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. The physician advanced a 6x201x130 innova stent delivery system (sds) to the lesion for treatment of the existing thrombosis. The physician attempted to deploy the stent, partially in the superficial femoral artery and partially in the external iliac and common femoral artery; however, the stent was unable to be fully deployed and the stent fractured in two and the tip of the sds became detached. The physician attempted to withdraw the stent over the non bsc guide wire; however, the attempt was unsuccessful and the stent remained inside the patient. It was noted that the physician also attempted to remove the tip of the sds; however, the attempt was unsuccessful as the tip is located in an occluded artery. The physician then performed an ablation on the stent by dilating through the stent struts. It was noted that the deployment of the innova stent did not resolve the existing thrombosis as it remained the same. No patient complications were reported and the patient will be re-scheduled for a femoral-popliteal bypass and an ablation of the stent in the location of the external iliac and common femoral artery.

Event description:
It was reported that during a stenting treatment procedure a stent fracture and tip detachment occurred. The thrombosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. The physician advanced a 6x201x130 innova stent delivery system (sds) to the lesion for treatment of the existing thrombosis. The physician attempted to deploy the stent, partially in the superficial femoral artery and partially in the external iliac and common femoral artery; however, the stent was unable to be fully deployed and the stent fractured in two and the tip of the sds became detached. The physician attempted to withdraw the stent over the non bsc guide wire; however, the attempt was unsuccessful and the stent remained inside the patient. It was noted that the physician also attempted to remove the tip of the sds; however, the attempt was unsuccessful as the tip is located in an occluded artery. The physician then performed an ablation on the stent by dilating through the stent struts. It was noted that the deployment of the innova stent did not resolve the existing thrombosis as it remained the same. No patient complications were reported and the patient will be re-scheduled for a femoral-popliteal bypass and an ablation of the stent in the location of the external iliac and common femoral artery.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: only a 14.5cm length of the distal inner shaft, including the distal tip, was received for analysis. The fractured end of the inner liner was jagged and stretched, which suggests the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There were several kinks in the inner liner. There were stent strut impressions in the proximal end of the tip, which may indicate interaction with the stent during withdrawal of the sds. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).